Manufacturer narrative:
Additional information: h6, h11. The actual device was not received for evaluation, however, a photograph and a video of the sample were provided for evaluation. Visual inspection of the photograph showed a leak from the replacement post pump line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the "replacement fluid clamp valve, suggesting a possible crack in the tubing" of a prismaflex st100 set during continuous renal replacement therapy. The volume of blood loss was not known. The set was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.